Manufacturer narrative:
Device has been received at ans and is currently being evaluated. Ans inc. Corporation has limited information related to the patient's medical history and is unable to form a medical opinion as to the relevancy of the patient's history to the event reported. Ans, inc. Corporation defers to the patient's physician regarding medical history.

Event description:
Device was implanted in 2006. It was reported that the device was explanted in 2007 because the implant pocket site became infected. The physician reported that he did not feel the infection was device related. Follow-up found that the patient is recovering from the infection.